Event description:
As reported by the user facility through medwatch report #(B)(4): product# 8713050u-infusomat space pump, (B)(4). Problem: pump overinfused. Bag empty 3 hrs earlier than programmed for pt on the oncology floor of hospital. Pt in her room during the infusion. There was no alarm during operation and / or during infusion to alert nurses of overinfusion of medication. Drugs being infused: vincristine and doxorubicin. Dose and rate unavailable. IV administration set will be delivered with the pump. Type or product code on administration set used during this incident was also unk, as packaging was thrown away. Pump removed from service and returned to biomedical department. This was not an out of box failure. Add'l requested info rec'd from (B)(6), biomed technician at (B)(6). Type of pt injury: no injury, possible decreased effect of chemo. Drugs. Pt status during and after incident: stable. Rate of infusion: 24ml/hr. Continuous or intermittent infusion: continuous infusion. How long pump was running prior to incident: approx 15 hrs. IV set used during administration set: unk.

Manufacturer narrative:
(B)(4). B. Braun (B)(4). Is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and b. Braun (B)(4). (The importer). This report has been identified as b. Braun (B)(4). The actual pump involved in the reported incident was returned for eval. The software version on the reported pump was confirmed to be g03. A review of the pump's log revealed on (B)(6) 2012 at 2:07:21am a standard infusion of doxorubicin was programmed using the drug library with a rate of 24ml/hr. The infusion was started at 2:07:34am and was immediately stopped at 2:07:36am due to an "upstream alarm", the alarm was turned off. The infusion was re-started at 2:07:53am and again the infusion was stopped at 2:08:00am due to an "upstream alarm". At 2:08:03am the alarm was turned off and the door was opened. At 2:08:57am the infusion was re-started and it ran until 6:23:49am when it was manually stopped with a total volume infused of 101.94ml, or 99.9% of the expected volume. At 6:26:03am the infusion was restarted again with the same rate of 24ml/hr. The infusion ran until 3:45:46pm when it stopped due to an "upstream alarm" with a total volume infused of 223.86ml, or 100.1% of the expected volume. At 3:45:54pm the "upstream alarm" was turned off and at 3:45:57pm the infusion was restarted and was then manually stopped at 5:51:35pm with a total volume infused of 50.25ml, or 100.2% of the expected volume. At 5:51:44pm the pump was placed on stand-by. At 6:01:17pm the pump was taken out of stand-by and the infusion was re-started at 6:01:25pm and was immediately stopped manually at 6:01:29pm with a totaled volume infused of .03ml, or 97.1% of the expected volume. The pump was then placed on stand-by and turned off for the day at 6:24:05pm. All volumes infused were within the 100% +/- 5% specification. According to the log, the pump performed as intended. The pump's volumetric accuracy was then tested in triplicate, using the customer supplied IV bags and tubing, with a rate of 24ml/hr and a volume to infuse of 40.75ml, including a 4.17ml bolus. This set up is consistent with the settings on the day of the reported event. The results were all within specification at 41.81ml, 41.88ml and 41.65ml. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. All available info has been forwarded to the device MFR.